Event description:
A distributor reported that a customer observed a biased ammonia results for a patient sample on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.